Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation due to lead break. In turn, surgical intervention was undertaken to explant and replace the lead.

Event description:
Follow-up revealed the patient has effective therapy. Issue is resolved